Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture observed with the right ventricular (rv) whenever the patient stood up. It was suspected that the epicardial lead had fractured. The lead was partially removed and capped. No patient complications have been reported as a result of this event.